Event description:
Tech was removing stopper from gray top tube. While removing stopper, tube shattered and the glass cut her right index finger. Her finger was washed and bandaged. Hosp exposure control plan was followed. No medical intervention or stitches required. Both source and tech were tested for hiv and hep. Isolated incident, all results of tests are hosp confidential.